Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event has been deemed a non reportable event based on the investigation results. A visual examination revealed that the distal floppy end of the guidewire was sticking out of the extrusion through the open guidewire channel. The guidewire was removed from the jagtome device and a functional evaluation of the guidewire - tome compatibility was performed. The guidewire was able to be both frontloaded and backloaded through the guidewire channel without issue. The guidewire channel was found to be intact. The width of the c-channel slit was measured and met specification. The exposed cut wire was found to be intact and met the length specification. Functionally, the tome was able to be bowed past 90 degrees which meets the minimum bowing specification. The condition of the returned unit was not consistent with the complaint incident that the wire was broken. The evaluation found that the exposed cut wire was intact. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.